Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of intermittent malfunction could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.